Event description:
Hill-rom rec'd a report from the account stating the brake bar is not staying locked when in brake mode (brakes not holding). The bed was located at the account in the bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the brakes not holding due to the mechanisms inside brake/steer and brake caster stems on foot end are not gripping brake bar. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the steer caster and brake caster on foot end to resolve the issue. Based on this info, no further action is required.